Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure, the lens required repositioning. He indicated disappointment in current results due to "things are out of focus and visual acuity is worse.¿ the surgeon has indicated the lens is centered. Additional information from the patient reports that at one week postop the surgeon indicated the lens had moved. Patient stated ¿maybe I rubbed my eye, maybe it was my nystagmus.¿ the lens was then repositioned. However, the patient reports he cannot see well at all three distances, especially distance and clarity. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the patient who stated he has had a visual improvement since last visit, the surgeon is optimistic and says he also has some clouding on the sac holding the lens which will be address in 6 weeks.